Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. The information suggests that this is not a device related incident.

Event description:
Revision for instability of the knee and patella resurfacing.